Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('lavh') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced contusion ("bruised"), uterine enlargement ("large growth in my uterus that was resting on my bladder.") And pollakiuria ("I was urinating every 15 minutes"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy). Essure was removed. At the time of the report, the medical device removal, contusion, uterine enlargement and pollakiuria outcome was unknown. The reporter considered contusion, medical device removal, pollakiuria and uterine enlargement to be related to essure. Concerning the injuries were reported in this case, the following ones were described via social media: contusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received- case became incident. New event large growth in my uterus that was resting on my bladder, I was urinating every 15 minutes reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.